Event description:
Patient's legal counsel reported that patient underwent a total knee arthroplasty procedure utilizing the signature system. No further allegations were made. Additional information provided in a review of invoice history confirms the knee arthroplasty occurred on (B)(6) 2012 and a revision procedure was performed on (B)(6) 2012 allegedly due to tibial tray fracture. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 9 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.